Manufacturer narrative:
The reported events of r-wave amplitude sensing variation and helix mechanism issue were confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torqued with three filars of the inner coil to be broken/ separated at the connector region. Shorting was found between conductor paths at the connector region consistent with procedural damage. The cause of r-wave amplitude sensing variation was isolated to internal shorting due to the inner coil being over-torqued. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended/ retracted. The cause of the helix mechanism issue was isolated to blood/ tissue in the helix region and the inner coil being over-torqued.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited low sensing. Additionally, the helix of the rv lead failed to retract after use. The rv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.